Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aspiration procedure was performed using an advance aspiration catheter to treat acute myocardial infarction in the lad, inferior septal branch. After the thrombus was aspirated four times, when the device system was removed, approximately 10 cm from the device tip was kinked, and the catheter was deformed and frayed. No damage had been noticed to the packaging. The device was removed per IFU and inspected with no issues noted. The catheter was prepped per IFU with no issues noted. No resistance was encountered when advancing or removing the device on the non-medtronic guide wire. No issues reported during aspiration. No issues were reported for device detachment. Excessive force was not used during insertion/delivery. The device was not excessively torqued. No patient injury is reported.

Manufacturer narrative:
Product analysis summary: only the catheter was received without the stylet. The tip and marker band were intact. Visual inspection detected severe damage to the proximal section of the catheter wire lumen, near the very end of it, the tubing appeared not torn or lifted; the catheter exhibited some residual blood in the wire lumen. Kinks along the shaft were noted: 8cm, 36cm, 60cm, 120cm, and 129cm from the distal tip. Physical measurements show the device meets specification. A .015¿ pin gage was inserted at the tip of the wire lumen; the marker band and tip were found without defect. During testing of the wire lumen, a .014¿ guide wire was back loaded into the wire lumen up to the damaged proximal exit port. Measurement of the inner and outer diameter passed physical measurements. Image analysis: photos provided matched the export catheter received. If information is provided in the future, a supplemental report will be issued.